Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had deactivated the tachy therapies per patient on hospice. Boston scientific technical services (ts) suggested to reached out to the following physician to see if it can make one last transmission to verify if pacing therapy is still turned on. This device remains in service. No adverse patient effects were reported.